Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had displayed e6 (mechanical error) and he noticed drops of insulin in the cartridge compartment of his infusion device. He was not certain from where the insulin had leaked. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.